Event description:
Consumer reports family member's reading (111-113) but passing out. Emt had to be called, paramedics retested and received reading of 20. Needed to give pt IV and oxygen and transported pt to the hospital.